Event description:
Dr stated: "the plastic liner of the knee replacement broke prematurely required revision knee surgery with exchange of broken part." Follow up from stryker howmedica for possible recall. Pt required hospitalization for 4 days.